Manufacturer narrative:
Unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr. Motor passed motor test. Unit had broken belt clip slot, cracked reservoir tube, scratched reservoir tube window, lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 76 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.